Event description:
The customer reported that a "Check Vent: Machine Pressure Sensor Auto-Zero Failed" error message. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No delay in therapy and/or medical intervention was reported. No patient impact and/or harm was reported. The user was restricted from using the device, and the device was removed from service. Final investigation and disposition are pending.

Manufacturer narrative:
E: (b)(6). Japan. Phone (b)(6).